Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacing dependent patient presented for follow up with the right ventricular lead exhibiting what appeared to be noise resulting in over-sensing. Noise was non-reproducible, however, it resulted in pacing inhibition and high ventricular rate episodes, which caused the patient dizziness. Programming interventions were attempted; however, the physician decided it was necessary to replace the lead. The device and lead were programmed to an inactive mode, and replaced with a new single chamber pacing system on (B)(6) 2020. Then patient was in stable condition.